Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a staple formation issue, the staple line was not cut and the orvil anvil did not tilt. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during esophagojejunostomy (esophageal anastomosis), after firing an attempt was made to turn the wingnut, but it only turned about 1/4 of the way. Without also removing the device, the operation was continued for about 20 minutes. As a result, although the oral anvil did not completely collapse, removal was performed as is. Upon checking the anastomosis site, part of the staple was found to have remained in u-shape. Again, the esophagus was resected, and the anastomosis was completed using theoral anvil. The oral anvil was placed on the left side of the esophageal staple line and connected to the generator. The staple line was not cut, a 0.5 cm hole was made with an electrocautery and remained intact. No sutures were placed on the esophagus. The elevated jejunum was wrapped on the side with vessel tape. It was also noted that the surgical time was extended for one hour.

Manufacturer narrative:
D10 concomitant products: eeaorvil25a, eeaorvil25a eea orvil 25mm automaticdv (lot#:n3j2004y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.